Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question why the device only last 2 years. It was noted the device had programmed high ventricular outputs as recently as six months ago that would account for the increased current drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.